Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging between 60-70 (mg/dl). Customer consumed food to treat low bg level. Recommendation was made to consult health care provider to discuss diabetes management.